Manufacturer narrative:
Correction g1: added device manufacturer name and address (previously omitted). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off and disconnected from an unspecified bifuse. This issue was further described as, ¿the center piece of the IV tubing broke off into the cap of the bifuse causing an open system¿. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.